Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the fiber optic sensor failed. The optical fiber cable was disconnected, and therapy continued. There was no reported patient injury, or adverse event.

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the fiber optic sensor failed. The optical fiber cable was disconnected and therapy continued. There was no reported patient injury or adverse event.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).